Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "fail flow rate" was reproduced. The device was tested for flow accuracy and over delivered with 5.81%. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use, revealed 2 infusions programmed at a rate of 40 ml/hr and a volume to be infused of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel and m2/m3 springs. The pressure plate travel required to be readjustment and the m2/m3 springs required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.